Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the active blade broke off of device. It was stated that the blade came into contact with a rumi uterine manipulator several times prior to breaking. The broken blade was retrieved from the patient through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.